Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being filed to relay that the previous report submitted on mar 4, 2019 and may 10, 2019 was submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 3002806535.

Manufacturer narrative:
This follow-up report is being filed to relay that the previous report submitted on mar 4, 2019 and may 10, 2019 was submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 3002806535.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the plastic end of the impactor broke during a procedure. No consequence to the patient has been reported at this time. Attempts have been made and no further information has been provided.